Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported the device reached elective replacement indicator (eri) in four and a half years possibly due to slightly elevated left ventricular (lv) threshold setting. Therefore the device was removed and replaced with a new device. No patient complicationshave been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2008; 5071 implantable pacing lead (B)(6) 2008. (B)(4).